Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The consumer reported that the lenses has torn in the eye (od) and caused an eye infection. Eye drops were prescribed. In the absence of medical information, this event is being reported in abundance of caution based on the alleged eye infection.